Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported uncomfortable stimulation. The patient thought the tingling felt like bugs crawling. The therapy was on and decreasing the amplitude eliminated the uncomfortable stimulation. The patient was at 0.5v and it was decreased to 0.4v. The patient planned to monitor how her body responds to the stimulation after decreasing it. There was uncomfortable tingling and tenderness in the rectum area. The sensation occurred intermittently since implant and when she had trouble getting her bowels to move. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, the event will be updated. Additional information received as patient reported that implantable neurostimulator (ins) was removed on (B)(6) 2016. Patient was still having "after effects" from it. Patient was still having vibrations from it at the vagina and rectum. It felt like bugs are crawling all over and they were staying very constipated. Patient thought that it was almost like there was still something there that had not been taken out even though supposedly the entire system was removed. Patient got all raw from her whole crack to the crease front and back and it was terrible, they gave her two different kinds of solution to put on it. The reason for the interstim removed was because it would not shut off even though patient attempted to turn it off. Patient asked to see the ins after it was removed and their doctor could not show them because they had to send it back to mdt because it was defective. Patient had these problems of "after effects" like vibrating sensation, bugs crawling, and constipation previously however they were still experiencing them after device removal. It seemed like patient always had these problems since implant but they did not know an exact date. No patient out reported as of now. The patient requesting compensation from medtronic. Patient was advised to follow up with managing hcp regarding reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.